Manufacturer narrative:
Unit received with cracked lcd window, cracked case at the display window corner and no button response due to flattened (esc, act and up) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Event description:
The customer reported via phone call that the battery compartment was cracked. The customer¿s blood glucose was unknown. The device will be returned for the analysis.